Event description:
The customer reported to beckman coulter (bec) that platelet (plt) was recovering high and intermittently failing on a startup and monocytes (mo%) was intermittently elevated on quality control (qc) and patient samples. The customer called on (B)(6) 2013, to report this issue, but did not want service until (B)(6) 2013 and continued to run the instrument. Patient results were not supplied by the customer. There was no death, injury or effect to patient treatment. This MDR is to report the event occurred on (B)(6) 2013. An MDR 1061932-2013-02225 is being submitted to report the incident occurred on (B)(6) 2013 at this customer site.

Manufacturer narrative:
Beckman coulter field service engineer (fse) went to the customer's site on (B)(4) 2013. The fse observed controls recovering low on all levels. The fse performed extensive troubleshooting including decontaminating the system with bleach/water solution, replacing tubing in large pinch valves, red blood cell (rbc) disk filters, waste filter, probe wipe, vacuum isolation chamber (vic), and three small check valves to the white blood cell/red blood cell (wbc/rbc) bath assemblies. The fse also replaced reagent with a new act tainer and performed complete blood count (cbc) latex calibration. The fse performed startup/shutdown, flushed and replaced the rbc assembly, but the system continued to recover high backgrounds upon startup and generated rbc vote-outs and high platelet (plt) on all level of controls. The fse ordered parts for a return visit. Please refer to MDR report #: 1061932-2013-02225 for further service performed on this instrument